Event description:
Pt underwent ist rib resection and scalenectomy and resection of subclavian muscle through r transaxillary approach using shoulder suspension kit for positioning/access. Post of rt noted numbness of r arm, strength r hand affecting ability to flex 1 external fingers and thumb. Diagnosed w/ brachial plexopathy.